Event description:
It was reported that a patient presented with high capture thresholds noted on the patient's left ventricular lead with potential risk of battery depletion reported. The lead was explanted and replaced on (B)(6) 2026. No adverse patient consequences were reported.